Event description:
It was reported that patient had revision of left hip due to post surgical pain. The lag screw migrated to the acetabulum. Patient was revised. All components were removed and discarded.

Manufacturer narrative:
Device will not be returned. If additional information becomes available it will be provided on a supplemental report. Device was discarded.